Manufacturer narrative:
The following devices were also listed in this report: 6.5 cancellous bone screw 20mm; cat#:2030-6520-1; lot#: mlhd7k, 6.5 cancellous bone screw 30mm; cat#:2030-6530-1; lot#: mlh2ry, trident hemispherical cluster hole shell; cat#:502-11-54e; lot#: 39886501, accolade 132 size 3.5; cat#:6020-3535; lot#:39789105, v40 cocr lfit head 36mm/-5; cat#:6260-9-036; lot#: mlah77. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had pain after primary right hip surgery. Patient complained of having issues with her hip and feels discomfort. She stated she can barely lay on her right side and has difficulty walking; her back hurts as well.